Manufacturer narrative:
3003721894-2018-00389 is associated with (B)(4), super poligrip extra care (zinc free formula).

Event description:
4 days ago he had a stroke and he is in hospital [stroke]. Case description: this case was reported by a consumer and described the occurrence of stroke in a (B)(6) male patient who received double salt dental adhesive cream (super poligrip extra care (zinc free formula)) cream (batch number 3k6e, expiry date unknown) for denture wearer. On an unknown date, the patient started super poligrip extra care (zinc free formula). On (B)(6) 2018, an unknown time after starting super poligrip extra care (zinc free formula), the patient experienced stroke (serious criteria hospitalization and gsk medically significant). The action taken with super poligrip extra care (zinc free formula) was unknown. On an unknown date, the outcome of the stroke was not recovered/not resolved. It was unknown if the reporter considered the stroke to be related to super poligrip extra care (zinc free formula). Additional details, adverse event information was received on (B)(6) 2018. Consumer reported that "my husband has been using super poligrip for years. 4 days ago he had a stroke and he is in hospice. He has had his teeth in for 4 days now and we can't remove the dentures. Do you have any tips on how to remove them?".